Event description:
It was reported that bd aalris smartsite needle free valve had flow issues. The following information was received by the initial reporter with the following: on (B)(6) 2025, in the cardiology department of tongxiang (B)(6) hospital, after a nurse properly connected an indwelling cannula and a needleless injection cap to a patient, the tubing flushing was obstructed. However, flushing the indwelling cannula alone was unimpeded. The nurse then removed the needleless injection cap, forcefully flushed the cannula, and reconnected the indwelling cannula, allowing the fluid infusion to proceed normally. On (B)(6), in the gastroenterology department, resistance was encountered during flushing prior to using an infusion connector, preventing normal flushing. Previously, three patients experienced flushing difficulties with the same needleless injection cap. In two instances, forceful flushing restored functionality, while one remained unusable even after forceful flushing.

Manufacturer narrative:
A 2000e china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot: 24025030. The feedback provided by the customer states that, "the tubing flushing was obstructed." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot: 24025030 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.